Event description:
It was reported that an ilet user experienced two hypoglycemic episodes after two unrecognized and unintended meal announcements that occurred around midnight, followed by a hyperglycemic peak of 283 mg/dl for which the user reported no symptoms. Education and troubleshooting on hypoglycemia treatment and meal announcements were provided, and the user had treated lows with oral fast-acting carbohydrates consistent with recommendations. Symptoms included hyperglycemia as well as hypoglycemia accompanied by incoherence. Outcomes included self-treatment without assistance and recovery to range during the call. Investigation included review of device reports and user history, as well as counseling on proper hypoglycemia treatment using oral glucose sources. Investigation of this case revealed accidental meal announcements that likely contributed to insulin delivery mismatched to intake, leading to subsequent hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that user interaction leading to accidental meal announcements was the most probable cause.